Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was explained that the customer had a piston that was not rewinding fully. Customer's battery died while he was doing an infusion set change and when he replaced the battery, the piston did not rewind fully. Customer stated that he cannot fit the reservoir in. Customer had to leave suddenly and stated that he would call back for further troubleshooting.